Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor (unknown ID) was placed in the operating room (or) and was working fine, the patient was disconnected from the monitor, placed on a transport bed, brought to post anesthesia care unit (pacu). In the pacu it repeatedly got a sensor/cable failure error. They replaced the cable and monitor for three times. They kept the sensor in the patient overnight. It was a tunneled basic sensor. They tried the cerelink overnight with no success. Troubleshooting was done in the morning and tried it in an icpx with a reference code of 500 to see if the sensor would work, however, sensor was not acknowledged. The patient went back to the or, back under anesthesia, the sensor was removed and was not replaced.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. Microsensor was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.